Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on an unknown date due to patient allegations of pain, synovitis and infection. All components were removed and replaced with cement spacer molds. Patient's legal counsel further reported patient underwent reimplantation on (B)(6) 2009. Review of invoice history confirmed the cement spacers were removed and a total hip system was implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04509 / 04510 & 01320-1).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on an unknown date due to patient allegations of pain, synovitis and possible infection. Components were removed and replaced with cement spacer molds. Patient's legal counsel further reported patient underwent reimplantation on (B)(6) 2009. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent stage 1 of a 2 stage revision on (B)(6) 2009 and stage 2 on (B)(6) 2009. Revision op report dated (B)(6) 2009 reports the presence of cloudy fluid, loose cup, and staining behind the acetabulum consistent with titanium debris. The cup, taper adapter and head were removed and replaced with cement spacers. Op report dated (B)(6) 2009 notes, the spacers were removed and the cup, liner and head were replaced.